Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted and replaced due to suspected premature battery depletion. The device was at eol upon interrogation. Patient was unreliable to follow up and arrived in clinic with device at low voltage. Patient had received multiple inappropriate shocks for rapid af due to medication non-compliance. Patient was in stable post-procedure.

Manufacturer narrative:
The reported field event of premature battery depletion and inappropriate shocks were not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within expected limits. Review of the device image noted excessive but normal high voltage charging. The device was tested on the bench and maximum high voltage charging was anomalous due to the device reaching eos. The device was normal.